Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) verified the malfunction and replaced the graphical user interface (gui) printed circuit board (pcb), backlight inverter printed circuit boards (pcbs) and upgraded the software to the current revision. The unit passed all performed testing and operates within manufacturing specifications.

Event description:
A report was received alleging the top display of the ventilator was erratic during patient use. The patient was placed on an alternate ventilator without any reported harm. There is no death or serious injury associated with this event.